Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose of over 400 mg/dl which was treated with insulin pen. The caller stated that they kept getting expired sensor alerts, however their sensors are brand new. The caller stated that they inserted a sensor, a moment prior to calling, and it was trying to process fri the warm-up, the sensor expired alert came up again. Sensor troubleshooting was performed.